Event description:
Complaint (B)(4). An rn at (B)(6) hospital reported to united therapeutics on (B)(6) 2022 that a patient contacted their office noting that a cassette had a "cassette depleted" despite it not being due for cassette change; the pump stopped infusing and the patient was sent to the hospital. No components or further information associated with the event is available to the manufacturer for evaluation despite three requests via email over the month of june, 2022. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.